Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while entering information for a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 321 mg/dl at the time of incident. Troubleshooting was done for no delivery alarm and was found that pump was working as designed for customer.